Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, when the iol was implanted into the eye, the surgeon noted that one haptic was missing. When the iol was in the cartridge, the iol was still fine. The nurse reported removal of the loose haptic was a little difficult, especially as the pt became restless despite the anesthesia. A small bleeding occurred at the base of the iris which spread behind the iol into the anterior vitreous body. The initial lens was removed and replaced with a backup iol. The nurse reported the pt was hospitalized for one night for observation. She indicated that the localization of the lens was good the day after surgery. She reported the f/u took place at another branch of the hosp, therefore, she was not able to provide further info. In a f/u, the surgeon further clarified that the haptic was almost entirely (95%) detached after the iol had been implanted into the eye and it looked as if it had been neatly cut through. He reported the back-up iol implanted as a replacement was the same model as the initial iol. The surgeon reported the pt is also now implanted with an iol in the fellow eye. The surgeon indicated that an unapproved viscoelastic was used for the lens model.

Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Add'l observations were as follows; a #78 (iw) lens case was returned in an unk sealed pouch. Lens returned in two (2) pieces in the lens case. Blood and solution are dried on the lens. One haptic is bent/deformed at the gusset/arm areas due to the condition of the returned sample. The other haptic is broken/torn and is returned. The optic is torn/split possibly cut and is scratched/marked-rejectable. The account indicated the use of a viscoelastic that is not approved for use with the associated lens model. We were unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. In addition, the surgeon states the use of an unapproved viscoelastic failing to follow the dfu. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).